Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a trailing haptic adhered to the optic and as the surgeon tried to remove it, the posterior capsule was ruptured. Following surgery, the patient developed increased intraocular pressure which required corrective surgery. The increased intraocular pressure is now well controlled and the physician considers the patient recovered. No further information is anticipated.

Manufacturer narrative:
He product was not returned for analysis; therefore, the complaint could not be confirmed. Results from analysis product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot. This report was mailed to the FDA on: 08/29/2007.